Event description:
On (B)(6) 2025, the lay user/patient contacted lifescan (lfs) united states, alleging that her onetouch ultra2 meter was reverting to the set-up mode when attempting to test her blood glucose. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that on (B)(6) 2025, before 12:00 pm, she began to feel bad and attempted to test her blood glucose but was unable to obtain a blood glucose reading due to the reported issue. Despite the alleged issue, the patient took action to increase her glucose level by eating a candy but started feeling ¿very dizzy, cold and became unconscious¿ at around 12:00 pm. The patient reported that at around 12:00 pm, she was taken to the hospital by ambulance where she was admitted because her blood glucose level was ¿too low¿ (no specific reading in hospital was provided) and she was in "coma". The patient stated that she was administered intravenous (IV) glucose and that she stayed in hospital for 2-3 days. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The cca educated the patient on the correct testing procedure and walked through a test and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after the alleged meter issue began. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. In addition, similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue.